Event description:
The physician was using one of co's 2 selective catheters in the aortic arch for a study. He took the flow rate up to 13 cc/sec. Which caused the catheter to whip up into the right carotid of the pt. The carotid was dissected.